Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age: not provided. Patient weight: not provided. Device brand name: not provided. Device product code: not provided. Device catalog/ lot number: not provided. Initial reporter fax number: not provided. PMA/510(k) number: not provided.

Event description:
It was reported that an unknown zimmer screw fractured inside the implant. Fractured piece could not be removed and implant was removed. Tooth location 4.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Fractured unknown zimmer screw and one impl tapered scr-v ha 3.7 mm 3.5mm 16mm (tsvh16) was returned for investigation with the remnants of a restoration attached. Visual inspection of the as returned product identified a significant amount of wear and debris about the implant threads. The internal drive feature is noted to contain a piece of the unknown fractured screw, which is too badly damaged to be removed. No pre-existing conditions were noted on the per. The reported product was located on tooth # 4 and used for approximately 11.5 years. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or product (tsvh16). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. A definitive cause could not be identified. The most likely cause for the event is patient parafunction over the course of 11.5 years. The following sections have been updated: date of this report, date received by manufacturer, checked "follow-up", checked follow-up type, entered evaluation codes, added manufacturer narrative.